Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
It was reported that the patient had three low speed advisory warnings. Log file submitted revealed a lone low speed event on (B)(6) 2020 at 2224-2226 while using the power module. This type of behavior has been linked to potential issues with the percutaneous lead and only appear to be occurring while the vad is connected to the power module. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2020. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored overnight for any more alarms and discharged if no more alarms occur. No additional information reported.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). The submitted log file showed transient drops in pump speed below the low speed limit with corresponding low speed advisory alarms. All of the captured events occurred while operating on the power module. An onsite driveline repair was performed on (B)(6) 2020 by abbott personnel. The driveline was severed approximately 20¿ from the controller connector and the distal portion was replaced with no issues. The approximately 20" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed no visible damage to the silicone jacket or bionate layer. Some breakdown of the braided shield was observed approximately 3¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient was placed on a grounded cable and monitored overnight. The patient remains ongoing on vad support and no further issues have been reported. Multiple requests for additional information were sent to the customer however, no response has been received at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.